Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot number for this complaint was confirmed to be 5163629 not 5163621 by (B)(6) on (B)(6) 2014, DHR #(B)(4) was reviewed for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device is an instrument; device was not implanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient underwent an open reduction internal fixation hip fracture surgery on (B)(6) 2014. The trochanteric fixation nail (tfn) system was used with a short nail. As the surgeon was assembling the system, the metal trocar got stuck in the black aiming arm. The surgeon used a mallet to get the trocar into the aiming arm, then attempted to drill the distal screw but missed the nail completely. The screw was removed and it was decided that the screw was not needed. The surgery was successfully completed with a surgical delay of an hour. No patient harm was reported. This report is 1 of 6 for (B)(4).